Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a male patient (age unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was put through extensive testing including bench handling while monitoring through pads without duplicating the customer's report. The customer's returned multifunction cable and cprd adapter were stressed for continuity to observe artifact but could not replicate the customer's report. A review of the device log observes pads being applied to the patient and then the ECG signal presents with noisy artifact and a large baseline which suggests poor coupling between the patient and the electrode pads being used. During evaluation it was noted that the customer's ECG signal is programmed to a red baseline. This suggests the "red screen" noted by the customer where the ECG signal would normally be was actually large noise artifact in the red ECG signal. The device was recertified and returned to the customer. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. Analysis of reports of this type has not identified an increase in trend.